Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multisystem organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient expired on (B)(6) 2017. Patient was implanted on (B)(6) 2017 as intermacs 1. He was transferred to the implanting center on (B)(6) 2016, and was implanted with an axillary impella on (B)(6) 2017, and placed on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2017. Patient was on continuous venovenous hemodialysis (cvvhd) at the time of implant. Patient was implanted with a right ventricular assist device (rvad) during the left ventricular assist device (lvad) implantation procedure. Since implantation patient continued to suffer from multisystem organ failure (msof). It was stated that the patient was unable to be weaned from the vent, and had trach done on (B)(6) 2017. It was then stated that the patient was transitioned to comfort care on (B)(6) 2017 and support was withdrawn on (B)(6) 2017. The clinical team in conjunction with the patient's family decided to withdrawn care on (B)(6) 2017 and patient expired on (B)(6) 2017. Cause of death was stated to be multisystem organ failure. There was no suspicion that the lvad was not functioning as intended. No autopsy was performed. No additional information available.